Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed noise oversensing and inappropriate automatic mode switch. Programming changes were performed. The patient condition was stable before, during, and afterwards.